Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 80 units of insulin during the load sequence. Tandem technical support educated customer of the minimum fill recommendation for their pump. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.